Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted and device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.